Event description:
It was reported that a small volume folfusor under infused; further described as the medication in the diffuser had not decreased much. The infusor was left for another 24 hours; however, the infusor was still full. The set was used for hepato-gastro for 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred in the last week of august 2022. Initial reporter facility name: hôpital saint louis unité des dispositifs médicaux the device was received for evaluation with 62ml fluid in the bladder. Visual inspection was performed and there was no evidence of fluid coming out at the distal end of the flow restrictor. Microscopic examination on the flow restrictor revealed the cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product¿s instructions for use (IFU) details the proper filling technique to avoid this occurrence. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.